Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The report represents the valve using in the case. Please reference related manufacturer report 2015691-2021-01407. The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the pulmonic position using a commander delivery system and 14fr non-edwards sheath, the valve was aligned in the non-edwards sheath in the ivc, which was difficult and required several resets to the fine adjustment wheel/locking mechanism. There was a lot of push force needed to advance the valve and delivery system through the patients tortuous anatomy. The balloon and valve were difficult to get into position. When the pusher was pulled back in preparation for deployment, the valve was moving relative to the marker. The balloon was suspected to be damaged. Blood was noticed in the endoflator when pulled negative confirming the balloon damage. The devices were attempted to be removed, but the valve and delivery system would not come into the esheath. There was flaring of the valve frame during the withdrawal attempt. The devices were attempted to be removed as a unit, but got stuck at the venous access. A mini cut-down to the groin was performed to remove the system. A second system was prepared and delivered successfully.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery was provided by the complaint site. Per the 3mensio, the patients pulmonary artery (pa) had presence of calcification and a tortuous pathway from ivc to pa. Review of a photo of the used device showed the valve struts appeared bent outward at the inflow side. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. It should be noted that this was a pulmonic case. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for native aortic valve, surgical/transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve replacement. Per the IFU, the edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality 8% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Per the procedural training manual, thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The complaint for frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing nonconformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the report, during implant of a 23mm sapien 3 ultra valve in the pulmonic position using a commander delivery system and 14fr non edwards sheath, the valve was aligned in the non edwards sheath in the ivc, which was difficult and required several resets to the fine adjustment wheel/locking mechanism. There was a lot of push force needed to advance the valve and delivery system through the patients tortuous anatomy. The devices were attempted to be removed, but the valve and delivery system would not come into the sheath. There was flaring of the valve frame during the withdrawal attempt. The devices were attempted to be removed as a unit, but got stuck at the venus access. The presence of tortuosity can affect the coaxially with the sheath leading to increase forces during retrieval and may result in withdrawal difficulty. In this case, the valve was used in a non indicated procedure with a non edwards sheath. The valve strut likely caught onto the non edwards sheath during the delivery system withdrawal as reported by the high resistance felt during withdrawal. Additional force was likely used to overcome the resistance and resulted in the bent strut at the valve inflow. Available information suggests that patient factors (tortuosity) and/or procedural factors (non indicated use, interaction with non edwards sheath, not coaxial withdrawal, excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Available information suggests that patient factors (tortuosity) and/or procedural factors (non indicated use, interaction with non edwards sheath, not coaxial withdrawal, excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.